Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a doctor tested thirteen screws by inserting them into pig bone. He found ten were easy to insert (one screw fractured), while three were difficult to insert. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event of the screw fracturing was confirmed. The reported event of the screws being difficult to insert was not confirmed the complaint is that an insertion test was conducted by using thirteen (13) brand new screws (p/n:91-6704) and pig bone. As a result, it was found that there were two types of the screws. One is a difficult to insert (10 screws), and the other is an easy to insert (3 screws). Visual inspection of the screws showed signs of minimal wear. One (1) screw was fractured. The other twelve (12) screws were functionally tested by using a 1.5mm blade and driver to drive the screw into a block of white oak wood. All twelve (12) of the screws inserted into the wood block easily, therefore the complaint is unconfirmed. Another functional test was conducted on the screw to check the screw's retention. The screw was placed on the blade + driver assembly and held by a pair of forceps. All 12 screws were able to support the weight of the blade and driver. There are no indications of manufacturing defects. One screw was clearly fractured, therefore the complaint is confirmed. No functional test could be completed on this part as it is fractured. The most likely underlying cause is the device experienced excessive force. There are no indications of manufacturing defects. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event that the screw fractured was due to excessive force. Root cause was unable to be determined for the report that the screws are difficult to insert. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.